Manufacturer narrative:
Product analysis: the silverhawk was returned with no ancillary devices. The silverhawk was inspected and found the orange guidewire (gw) lumen protruding out from the torque shaft assembly. The orange gw tubing remained bonded to the distal are of the distal assembly but was noted the orange gw tubing was bent at the location where it loads into the distal area. The torque shaft gw tubing showed a longitudinal zipper tear. Traces of dried blood was observed throughout the device. No other damages or anomalies were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a 0.014 nitrex guidewire was also used during the procedure. It was not known if the silverhawk got caught on the bifurcation, the physician was looking distal in the sfa at the time of crossing. No previously deployed stent at the bifurcation. Following removal of the silverhawk and nitrex wire, a kink was observed in the nitrex wire and it was replaced. No injury to patient¿s vessel. No removal issues were noted in the description, both the wire and silverhawk were removed together. Nitrex was fully intact upon removal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using silverhawk directional atherectomy during procedure to treat a severely calcified lesion in the right proximal common iliac artery with 90% stenosis. The vessel diameter and lesion length are 6mm and 30mm respectively. Device was inspected with no issues noted. The device was prepped per IFU with no issues identified. It was reported that a non medtronic sheath was used and placed at bifurcation, would not go to right side of iliac artery. The silverhawk was advanced and upon moving over bifurcation, device was caught near bifurcation and wire lumen with the wire went up into aorta. The wire and device were removed without any issues. The whole device was inspected with all parts present. The lumen was stripped from device and a hawkone was used and procedure completed without any issues. There was no patient injury reported.